Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving the error 5 error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, at 11:30 am, the patient obtained the error 5 error message on the reported meter; he was unable to obtain a blood glucose reading. After the use of the meter, the patient followed his usual diabetes routine. The patient manages his diabetes with insulin taken on a sliding scale. Three hours afterwards, the patient experienced the symptoms of confusion and sweating. Emergency medical services were contacted, and when paramedics arrived, the patient¿s blood glucose level was tested to be 92 mg/dl. The patient was unable to specify if he received any treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.